Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was confirmed as the image disappears during angulation due to disconnection /short circuit of the image sensor cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the asset/loaner endoeye flex deflectable videoscope ¿image disappears when the u-angle is applied¿ which occurred during an unspecified event. No patient injury or harm was reported to olympus. The scope was returned for repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon occurred due to a defect of the ccd (charged coupled device) unit or failure of the internal board of the scope connector or the system caused the event. Olympus will continue to monitor field performance for this device.